Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The blood glucose results was 187 mg/dl. Pt did not experience any adverse events. No further info has been reported.